Manufacturer narrative:
No motor error alarm or excessive no delivery alarm was noted during testing. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, a cracked display window, a cracked case at the display window corner, cracked belt clip slot and a cracked reservoir tube lip.

Event description:
Customer's father reported via phone call that customer received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.